Manufacturer narrative:
The primary reported complaint of the autopulse platform (sn (B)(4) displayed fault code 42 (force overload tripped) was confirmed during the archive review and the initial functional testing. The root cause was due to defective load cells module 1 and 2. The defective load cells were likely due to a defective component or mishandling such as drop. The secondary reported complaint of the platform displayed ua 14 is not confirmed as there is no ua 14 on the autopulse platform. However, during archive review ua 18 (maximum take-up depth exceeded and ua 12 (lifeband not detected) and fault 16 (timeout during take-up) was observed on the reported event date. These observed error messages were clearable error messages. These error codes are possible codes that the user observed. Per the battery hangtag - advisory codes description and action, fault code 16 is an indication that there is obstruction between the lifeband and patient, or a twisted lifeband. The recommended actions to take for this type of user advisory are: open lifeband, clear obstruction or twist, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to fault code 42 (force overload tripped) error message displayed upon pressing of the start button (green keypad). Therefore, the reported complaint was confirmed. Load cells 1 and 2 needs to be replaced to remedy the fault code 42. During archive review, fault code 42, ua 18, ua 12 and fault 16 were observed on the reported complaint date. After replacing the load cells, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During training, the autopulse platform (sn (B)(4) displayed a fault code 42 (force overload tripped) and user advisory 14 error messages. No patient involvement.